Event description:
It was reported that the patient presented for a routine follow-up and noise was observed. The noise was reproducible with isometrics. Reprogramming changes were made. No further information is available at this time.